Event description:
Patient was implanted with the synchromed pump and catheter on 01/13/1998 for infusion of intrathecal baclofen to treat intractable spasticity associated with cerebral palsy. Patient's mother phoned on 01/22/1999 and stated that her daughter had been experiencing withdrawal symptoms because her pump had not been infusing baclofen for weeks. On follow-up with the patient's homecare nurse, the patient had symptoms of increased stiffness and fever and the patient had been placed on oral baclofen at that time. The patient's mother stated that the physician had tested the catheter for kinks and disconnections and had found the problem with fluoroscopy of the pump rotor which had shown it was not turning. On 01/26/1999 the patient's pump was explanted and another synchromed pump was implanted. The explanted pump was returned for analysis. On follow-up, the patient's homecare nurse stated that the patient's condition is significantly improved.